Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 137-139 mg/dl.